Event description:
It was reported that pericarditis occurred. A pulse field ablation procedure for atrial fibrillation was performed using a farawave catheter. Six (6) days post index procedure, the patient presented to the emergency department with chest pain, hypotension, and heart palpitations. Echocardiography showed recurrent atrial fibrillation. Pericarditis was suspected and the patient was started on colchicine 0.6mg once daily.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.